Event description:
(B)(4). According to the information received, an end user reported a catheter that felt stiffer than usual. Upon removing the catheter, the user noticed that there was a metal pin in the catheter. Two weeks after the event occurred the user had a urinary tract infection which required two rounds of antibiotic treatment.

Manufacturer narrative:
The product was returned and visually inspected. A metal rod was found inside the catheter lumen. The metal rod was determined to be from the manifold which is used during the coating process. Based upon visual inspection of the returned product, this complaint can be confirmed as reported.